Event description:
Customer reported she bumped into an elevator door and the insulin pump now has a crack near the battery cap. She stated her blood glucose is slightly higher than usual. She changed out the reservoir because she was concerned with her elevated blood glucose. Customer's blood glucose is 95 mg/dl. Customer stated she has also dropped her insulin pump before. The device is currently working. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.